Event description:
It was reported that the patient had a loss of therapeutic effect that started at the beginning of the week. Her symptoms were as bad as before implant. The first week after implant she was making it for fours at night, but the week of the report she was going every hour at night. The patient tried to increase stimulation a couple of days ago. She was assisted during the call in changing to program 2 at 1.4 volts. Six days later it was reported that the patient had a loss of therapeutic effect the night prior to the report. She started leaking before reaching the bathroom. On the day of the report she tried to increase to 1.3, but the stimulation was too strong so she went back down to 1.2 on program 2. No interventions or patient outcome were reported, so additional information was requested. If additional information is received, a supplemental report will be sent.

Event description:
The patient received assistance from their manufacturer representative or healthcare provider and her concerns were resolved. It was also noted that patient still had concerns regarding their device or therapy but was working with health care provider or manufacturer representative. The patient outcome is unclear if patient recovered or not. The patient appointment scheduled for (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mrwg, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).